Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the ra lead was explanted. The right ventricular (rv) leads were attempted but were not able to be removed. The implantable cardioverter defibrillator (ICD) was removed previously. No additional adverse patient effects were reported.